Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) in the patient's body, then coaxially advanced a 3maxc with a 5max ace up to the clot. However, while removing the 3maxc, the physician experienced resistance and upon removal of the 3maxc, the physician noticed that the 3maxc had stretched. The aspiration was completed using only the 5max ace. While removing the 5max ace after completion of the procedure, the physician experienced resistance and upon pulling further, the 5max ace was removed but became stretched. It was reported that there was no noted damage to the neuron max after removal. There was no report of an adverse effect to the patient.